Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 100 mcg/day) via an implanted pump. The patient¿s medical history included cerebral palsy. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that the patient was admitted to a hospital on (B)(6) 2016 due to fevers from an unknown source. The patient was transferred to a different hospital on (B)(6) 2016 when the pump site began to look swollen, reddened, and was warm to the touch. The physician performed a pump side port aspiration as well as a pump pocket aspiration on (B)(6) 2016 to obtain csf (cerebrospinal fluid) and pump pocket fluid samples for cultures. The culture results were unknown at the time of this report. The pump was slowly decreased from 140 mcg/day to 100 mcg/day to prepare should the pump need to be explanted. The pump and catheter were explanted on (B)(6) 2016 due to a suspected infection. It was unknown if the issue was resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had had some intestinal issues for the past few months and was admitted to the hospital a few weeks ago with an ileus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.